Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025, the person was observing a tna case for a patient who had tibia stress fracture injury. The patella femoral joint was tight but accepted the sleeves fine. The canal was reamed to 11mm with monobloc reamers, a 10 mm x 345mm tna was selected. The nail was slighted over inserted to avoid leaving the nail proud in the knee. The first screw inserted was the static round hole proximally. The sleeves were positioned multiple times to ensure they were down to bone. The drill bit immediately hit the nail; with some force the surgeon was able to get the drill bit through. Suregon then implanted the appropriate length 5.0mm locking screw. When checking a final lateral it was noticed that the screw was posterior to the nail. The screw was removed in a free hand fashion and a perfect circle technique was used to re insert the screw in the round static hole. Attached the lateral x-ray for review. Even under these circumstances, the ex-nails did not miss. It was unknown if there were any patient consequences/outcome.